Event description:
The electrodes were removed at bedside. The epilepsy electrode strips broke during their removal causing the contacts to pop out of the strip. Some of the electrode's contacts remained in the pts head.